Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 01/01/2024, it was reported that the patient experienced inaccurate cgm, however, the specific bg/cgm comparison values could not be recalled. The patient was experiencing lethargy, increased thirst, vomiting, cramping, and increased urination. The patient called 911. Ems arrived and transported the patient to the ER. The patient states his bg level in the ER was ¿3000-5000 mg/dl¿. The patient was treated with insulin. The patient was discharged home after 5 days. The patient stated that these are the only event details he can recall. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.